Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with stge 2+ diffuse lamellar keratitis (dlk) in left eye and blurry vision. Uncorrected visual acuity (ucva) was 20/30. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye when compared to right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.00 x -1.25 x 5; left eye pre-op 20/20 -3.00 x -1.00 x 3. On (B)(6) 2017 patient presented for follow up and left eye still 2+ dlk but some areas were clearing and had 1+. Ucva 20/20 in left eye now. Recommended to patient to continue durezol/predforte every 2 hours till next follow up appointment. Surgery consult for possibility of having lift and rinse.